Event description:
The generator was returned to the manufacturer and noted to be at settings indicative of a faulted diagnostic test. A review of the vns programming history was performed; however, there was missing data. The last known settings were from (B)(6) 2012 and they were different from those on (B)(6) 2013.

Manufacturer narrative:
Analysis of programming history.